Event description:
It was reported a pinhole was noted in this balloon on the first inflation at twelve atmospheres during a renal stent placement procedure. It was noted under fluoroscopy there was a perforation of the intimal lining ofthe renal artery resulting in contrast extravasation in the vessel. The stent was successfully placed and no treatment was required for the extravasation. The patient's condition is good. No patient sequelae resulted from this event. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number of the device was not provided a device history search could not be performed. Follow up revealed this balloon was used in a non-indicated procedure, renal stent placement which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "marshal balloon dilatation catheters are recommended for percutaenous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended.